Manufacturer narrative:
Siemens reviewed the data provided by the customer. The system in question was found to be performing as intended. The po2 and pco2 sensors were performing well within specifications and no systemic or sensor specific errors were recorded that could explain the reported discrepancy. There is no evidence that either of the sensors or the instrument in question was malfunctioning. The repeat results on the secondary rp500 instruments showed the expected trend of increasing po2 and decreasing pco2 caused by exposure to room air during the time gap between analysis. Any comparisons to the blood gas parameters for the repeat samples would be unreliable. This investigation cannot confirm a root cause but suggests a pre-analytical reason, like sample collection/ sample handling to be a likely source for the observed discrepancy.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. Siemens has requested the r1 logs and the paz file for investigation. The customer stated that they have replaced the measurement cartridge and measured the aqc. Results are pending. The cause of this event is unknown.

Event description:
The customer reported discrepant po2 results run on two rp 500 analyzers. There was no report of injury due to this event.